Event description:
Info was received that reported a pt was hospitalized in 2007 due to hyperglycemia. The reporter that nine days earlier, they became aware that the device had physical damage. The damage was located at and around the insulin cartridge and consisted of damage to the housing of the cartridge holder and the cartridge cap. Reportedly this would cause the cartridge retention device to "pop off gradually" and that they were "taping it on". The reporter states the pt was admitted to the hospital two days later due to elevated blood sugars, nausea, and large ketones. At the hospital, the pt was treated with an insulin drip. The device should be returned for evaluation, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.